Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('low abdominal pain') and cholecystectomy ('gall bladder removed') in an adult female patient who had essure (batch no. A45106) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "therma choice ablation and essure performed on same day". The patient's medical history included abdominal pain, adenomyosis, uterine fibroid, chronic cervicitis, metaplasia, uterine dilation and curettage, uterine bleeding, dysmenorrhea and deep dyspareunia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy and bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and cholecystectomy outcome was unknown. The reporter considered abdominal pain lower and cholecystectomy to be related to essure. The reporter commented: the essure device was placed without difficulty in the right ostia and then the left ostia, there were 3 and 2 coils visible from the right and left ostia respectively. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: gall bladder removed". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') and cholecystectomy ('gall bladder removed') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and cholecystectomy outcome was unknown. The reporter considered cholecystectomy and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s social medical records: gall bladder removed". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received - new event medical device removal was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('low abdominal pain') and cholecystectomy ('gall bladder removed') in an adult female patient who had essure (batch no. A45106) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "therma choice ablation and essure performed on same day". The patient's medical history included abdominal pain, adenomyosis, uterine fibroid, chronic cervicitis, metaplasia, uterine dilation and curettage, uterine bleeding, dysmenorrhea and deep dyspareunia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy and bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and cholecystectomy outcome was unknown. The reporter considered abdominal pain lower and cholecystectomy to be related to essure. The reporter commented: the essure device was placed without difficulty in the right ostia and then the left ostia, there were 3 and 2 coils visible from the right and left ostia respectively. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: gall bladder removed". Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received: " previously reported event medical device removal replaced with low abdominal pain. Event therma choice ablation and essure performed on same day added reporter, lot number ,medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.